Event description:
It was reported the patient was experiencing problems recharging the device. The device was interrogated with both the patient programmer and physician programmer, and the battery was found to be discharged. However, the patient was still unable to charge the battery, despite using multiple rechargers. X-ray confirmed the battery was not flipped. Troubleshooting was unsuccessful. The patient was scheduled for another appointment with their physician to try troubleshooting the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).